Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, it was unable to establish telemetry. Several attempts were performed to establish telemetry but were unsuccessful. The EKG showed intrinsic activity below a base rate of 70bpm. The patient was not symptomatic, but did not have visible biv pacing. Device replacement was discussed.